Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer. It was also reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.